Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were erroneously high results for the nse analyte on 10 samples. The customer suspected the samples were hemolyzed. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed for factors relating to hemolysis or erroneous results as all samples met specifications. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for neuron-specific enolase (nse). Additionally, complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes hemolysis or erroneous results-nse. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.